Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00856. It was reported that patient's cervical leads migrated after a fall and patient experienced ineffective therapy. As a result, surgery took place to explant and replace the leads with a single lead to address the issue.